Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose and flu on (B)(6) 2018 with blood glucose of 382 mg/dl. The customer 's parent reported that the blood glucose reading remained high even after insulin pump treatment, insertion site change, and manual injection. Customer reported that the insulin pump did not alarm no delivery or low reservoir. The customer was treated with IV fluid while in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the insulin pump buttons were hard to push and no keypad anomaly troubleshooting was performed. The insulin pump will be returned for analysis.